Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab flexible fabric 1in 100s USA 381370044444, 8137004444usa, 8137004444usa, lot number 210924. D4: UDI #: (B)(4). Upc #: 381370044444 , lot #: 210924, exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with a band-aid flexible fabric bandage. The consumer reported using a flexible fabric band-aid bandage and it took a piece of her skin off when attempting to remove the bandage. Consumer was admitted to the hospital as an outcome. The symptoms did improve after the consumer stopped using the product. The consumer is not experiencing any symptoms. There is no additional information regarding hospital admission or treatment at this time.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 24, 2021. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.